Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. Functionally the device worked as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical nephrectomy. While stapling the vessel, the powered handle did not fire. The five white lights were flashing. The handle, adapter, and reload lights were all flashing. To complete the procedure, a manual handle was used. No patient injury or extension in surgical time. Patient status is alive, no injury.